Event description:
Endo stitch needle broke while being used in surgery. Unable to retrieve broken off needle despite fluoroscopy. Retained needle size is approx. 4.5mm - left in patient. Surgeon disclosed occurrence to family. Of note, the final pass of the right most inferior suture from the esophagus to the posterior stomach, the auto suture device passed easily and normally through the esophagus, but then on passage through the stomach, the needle appeared to break off approximately halfway. The suture was still tied down; however, the device was removed and half of the needle was found. The other half was unable to be visualized despite the intensive search. There was no obvious hole in the stomach and no obvious palpable foreign body in the stomach. An x-ray was shot and some clips were noted consistent with clips placed for hemostasis along with short gastrics during division, and there was a possible clip versus portion of a needle noted near the inferior portion of the nissen fundoplication; however, this was not able to be visualized and decision was made to leave this very small remnant of straight needle rather than perform wedge gastrectomy or open procedure which still would not assure retrieval.